Manufacturer narrative:
In box b, box g and box h sections was updated/corrected and also appropriate health effect ¿ clinical code has been added.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to black particles in the humidifier, irritation in the chest, nose, coughing, and runny nose. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.